Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the display was very dim on the highest brightness level setting. The device was in use on a patient at the time the reported issue was discovered and continued to cycle breaths. There was no reported harm to the patient or user. The device was removed from service without any incident. The remote service engineer (rse) advised the customer on replacing the user interface (ui) assembly or rebuilding the display with internal parts to correct the reported issue and provided the customer with the part numbers and prices of the replacement parts potentially needed for repair.

Manufacturer narrative:
Per good faith effort (gfe) response received, the biomedical engineer (bme) noted that the device was swapped out for another v60; therapy was not interrupted nor delayed. The bme confirmed the reported issue after powering on the device as the display was blank and appeared to not be on--holding a flashlight to the screen showed that the display was on. After ultimately ordering and installing the replacement parts, the bme verified that the issue was resolved.